Manufacturer narrative:
The reported issue was unconfirmed. The root cause for the reported event could not be determined. Per review of wo notes on 20aug2025, it was found that the flow with the neonate pad had dropped to 0.5 lpm and shut the heater off, functional check was good, and device will be returned to floor. A DHR review is not required as the reported event is unconfirmed. A labeling review is not required as the reported event is unconfirmed. No additional actions are needed. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was reported as having low flow and overcooling. Per review of wo notes on 20aug2025, it was found that the flow with the neonate pad had dropped to 0.5 lpm and shut the heater off, functional check was good, and device will be returned to floor.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was reported as having low flow and overcooling. Per review of wo notes on 20aug2025, it was found that the flow with the neonate pad had dropped to 0.5 lpm and shut the heater off, functional check was good, and device will be returned to floor.